Event description:
It was reported that the ventilator breath rate went from 14 to 28 while connected to a patient. The patient was switched to a back up ventilator with no issues. No patient harm reported. The homecare dealer was unable to duplicate the autocycling problem.

Manufacturer narrative:
Na